Event description:
It was reported that a hole and leak in the sheath occurred. The 90-95% stenosed target lesion was located in a moderately tortuous and severely calcified distal left main and proximal circumflex. A 1.50mm rotapro was selected for the procedure. The device was prepped and platformed at 160,000rpm outside of the patient. During the procedure, the rotation speed dropped to 155,000rpm due to the severely calcified lesions. The procedure was successfully completed with this device, and normal angioplasty and stent placement were done. Following the procedure, it was noted the rotaglide mixture leaked from the mid shaft of the sheath, and there was hole in the sheath. There were no patient complications reported.

Manufacturer narrative:
Device evaluated by manufacturer: returned product consisted of the rotapro atherectomy device. The advancer, drive shaft, and handshake connection were visually examined. Inspection of the device found that the sheath was pinched at 24cm from the burr housing strain relief. Functional testing was performed by attempting to rotate the drive shaft, and the drive shaft was able to be rotated. During functional testing when the liquid infusion line was connected and liquid was run through the device, it was found that fluid leaked from the previously identified pinching damage to the sheath. When the rotapro console was connected to the rotapro console control system and the knob switch, ablation button, was pressed, the device was able to reach and maintain optimal rpm with no issues. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities.

Event description:
It was reported that a hole and leak in the sheath occurred. The 90-95% stenosed target lesion was located in a moderately tortuous and severely calcified distal left main and proximal circumflex. A 1.50mm rotapro was selected for the procedure. The device was prepped and platformed at 160,000rpm outside of the patient. During the procedure, the rotation speed dropped to 155,000rpm due to the severely calcified lesions. The procedure was successfully completed with this device, and normal angioplasty and stent placement were done. Following the procedure, it was noted the rotaglide mixture leaked from the mid shaft of the sheath, and there was hole in the sheath. There were no patient complications reported.